Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction to section d : primary product batch/lot number was updated to k10241107 0051.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.